Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported connection issue. Visual inspection was performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet all product specifications. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a spike port of the y-set remained on the spike of the transfer set after disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.